Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found the nose pins from the locking subassembly were missing. It was also found that the pawl release and the lock cylinder were damaged. It was determined that this condition renders the unit power broken. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during routine maintenance and testing it was observed that the motor device had a faulty attachment connection. During in-house engineering evaluation it was found that the nose pins from the locking subassembly were missing and the pawl release and the lock cylinder were damaged which rendered that the device was power broken. The event was not related to surgery. There was no patient involvement reported. It was reported that there were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.